Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a balloon ruptured occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous left tibial artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 10atms and the balloon ruptured. The procedure was completed with another 1.5mmx20mmx142cm sterling balloon. No complications were reported and patient status is good.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous left tibial artery. The physician advanced the 1.5mmx20mmx142cm sterling balloon to the lesion and on the first inflation, inflated the balloon to 10atms and the balloon ruptured. The procedure was completed with another 1.5mmx20mmx142cm sterling balloon. No complications were reported and patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned device revealed a blood-like substance in the balloon. Magnified inspection of the distal end of the device revealed that the tip was damaged. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the shaft 35cm from the tip. Inspection of the shaft material in the area of the hole presented no evidence of any material or manufacturing deficiencies contributing to the reported event. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).